Event description:
According to the reporter, during use, the video laryngoscope was powered on with 100 minutes of battery life. In the course of performing an intubation on a cardiac arrest the screen shut off, it was able to be turned back on but would immediately power cycle, then turn back off. The provider managing the airway was unable to transition to a direct laryngoscope (dl) view with the video laryngoscope with the x3 blade, and the patient¿s body habitus was such that a dl view with dl equipment was likely not going to work, so an supraglottic airway device was placed for airway management. There was a delay in medical care, but no impact to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the videolaryngoscope had 100 minutes of battery life, but in the course of performing an intubation on a cardiac arrest patient, the screen shuts off. The device was able to turn back on but would immediately power cycle, then turn off. The provider managing the airway was unable to transition to a direct laryngoscope, as it was likely not going to work based on the patient¿s body build. Instead, a supraglottic airway device was placed for airway management. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the videolaryngoscope had 100 minutes of battery life, but in the course of performing an intubation on a cardiac arrest patient, the screen shuts off. The device was able to turn back on but would immediately power cycle, then turn off. The provider managing the airway was unable to transition to a direct laryngoscope, as it was likely not going to work based on the patient¿s body build. Instead, a supraglottic airway device was placed for airway management. There was a delay in medical care, but no impact on the patient.